Event description:
It was reported that 8.5 in pressure rated minibore set tubing split open and leaked. The following information was provided by the initial reporter: material no: unknown, mp5302-c batch no: unknown it was reported that there was a safety event where the ed used this tubing and tried to inject contrast for the CT, but the tubing split open and contrast leaked all over the patient.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of damaged tubing could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mp5302-c because a lot number was not provided by the customer. The root cause of this failure was not identified as no product was returned.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: a complaint of damaged tubing was received from the customer. No product or photo was returned by the customer. The customer complaint of damaged tubing could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mp5302-c because a lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the root cause of this failure was not identified as no product was returned.

Event description:
It was reported that 8.5 in pressure rated minibore set tubing split open and leaked. The following information was provided by the initial reporter: material no: unknown, mp5302-c, batch no: unknown it was reported that there was a safety event where the ed used this tubing and tried to inject contrast for the CT, but the tubing split open and contrast leaked all over the patient.